Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 blue component damaged and leaked preparing to infuse a patient with medication using an infusion tee reveals a leak, and upon further scrutiny, the infusion tee is found to be cracked.